Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire looped when exiting the arterial sheath and caused a dissection. Imaging revealed the dissection at the sheath tip. The physician used another enroute 014 guidewire to complete the procedure and an additional stent was placed to address the dissection.

Manufacturer narrative:
Complaint investigation is completed.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire looped when exiting the arterial sheath and caused a dissection. Imaging revealed the dissection at the sheath tip. The physician used another enroute 014 guidewire to complete the procedure and an additional stent was placed to address the dissection.